Manufacturer narrative:
(B)(4). Insulin pump passed displacement, sleep current measurement, and active current measurement tests; it failed self test returning a hardware low level failure. No unexpected blank displays or unexpected insert battery, low battery, replace battery, replace battery now, or power loss errors were noted during testing. In addition to this, adjusted the audio options audio volume 1 to 5, and each setting sounded the same. Hardware low level failure was confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. Insulin pump received with a crack on the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer's blood glucose level was 200 mg/dl. Customer also reported that there was crack at back of battery compartment and there was no damaged on reservoir lip ring. It was also reported that the insulin pump had battery failed alarm. Troubleshooting was performed for the alarm. Customer was advised to remove aa battery from insulin pump and hold back button until screen turns off and to wait at least 30 seconds and then insert a new aa battery. Customer did not receive a battery failed alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.